Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box data revealed multiple records of loss of prime with low non-zero force. On investigation, the pump powered on normally and successfully completed rewind, load and prime steps. The force sensor was evaluated and found to be operating within require specifications. The pump was exercised for 24 hours without any occurrence of loss of prime. Unrelated to the original complaint, the battery compartment was noted to be cracked. Investigation did not duplicate the complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Method codes: (B)(4).